Manufacturer narrative:
The insulin pump was received with button error alarm and no up and down button response due to flattened up and down button response. Testing for the excessive no delivery test was unable to be performed due to no up and down button response. The insulin pump had no moisture damage. The device was received without the original insulin pump belt clip and there was no damage on the insulin pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had button error alarm and no delivery alarm. Customer's blood glucose reading was 439 mg/dl. Troubleshooting for button error alarm was performed. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer advised the insulin pump was exposed to moisture via sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.